Event description:
Related manufacturer report number: 2017865-2023-45155, 2017865-2023-45154. It was reported during in clinic follow up that the atrial lead and right ventricular lead exhibited noise. This noise led to oversensing on the atrial lead. These leads were both explanted and successfully replaced. When the new atrial lead was inserted into the pacemaker, the device exhibited p-wave amplitude variation and an electrogram anomaly. The pacemaker was explanted as well. The patient was stable and asymptomatic.